Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient has 2 leads and an ins. The patient had shocking so they had a revision done where they pulled one lead down that was located in the cervical region. The patient was still getting intermittent shocking and the patient noted the plan was to get the system removed. There was no known activity that led to the issue. The hcp had no further information. No further complications were reported.